Event description:
The pt experienced shocking/jolting when she was using her computer and lightening struck her home. The stimulation setting increased from 1 to higher than 5. The pt was eventually able to use her programmer to turn the ins off. Afterward the device seemed to be working properly though the pt had some pain when she urinated. The physician's address is unk and still to be determined.